Event description:
Following an implant procedure, it was noted that the device could not be interrogated. The device was explanted and replaced to resolve the event. After the device was explanted, it was noted that the device was in backup mode. The patient was stable with no adverse consequences reported.

Manufacturer narrative:
As received, and upon interrogation, the device was in backup vvi mode without telemetry with device image corruption due to undetermined cause. The device product code was downloaded and programmed successfully without any issues. The pacer was interrogated multiple times during the analysis with results indicating normal functionality. The device was monitored for several days under nominal settings and interrogated daily with results indicating stable output. Additionally, no backup vvi mode was noted. Furthermore, cold temperature soaking was performed, and the results indicated cold temperature had no effect on the device. Field information stated the device was not exposed to external source of energy that could lead to backup operation. After extensive evaluation, backup condition could not be reproduced. The device projected longevity was calculated based on nominal settings to be 9.72 years which is also the remaining longevity. Based on the analysis and information received from the field, the cause of the reported incident remains undetermined.